Manufacturer narrative:
(B)(4). D10. Metasulâ® ldhâ®, head, 50, code p, taper 18/20 item# 0100181500 lot# 2424386. Metasulâ® ldhâ®, head adapter, l, +4, taper 12/14-18/20 item# 0100185147 lot# 2436847. Clsâ® spotornoâ®, stem, 135â°, uncemented, 12.5, taper 12/14 item# 290039125 lot# 2413289. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Approximately 12 years postop, the patient presented with pain and difficulty ambulating. The patient was revised approximately 13 years post-implantation. During the revision, the surgeon found the cup loose with metallosis pseudotumor and scar adhesions noted within the joint. The initial stem was retained, and all other components were revised. Additional records indicate the patient has not yet fully recovered due to chronic pain and difficulty ambulating attributed to chronic inflammatory reaction and tissue damage sustained from metallosis. Diligence is completed and no further information on the reported event has been provided.